Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within a week of implant, the patient complained of dizziness, fainting, convulsing, and vomiting. The device parameters were reprogrammed to a more aggressive level, and the device remains in use. The patient will continue to be monitored. No further patient complications have been reported as a result of this event.